Event description:
The haptic of the lens was found to be missing when the lens was opened for use. Another lens was used for the procedure.

Manufacturer narrative:
Device component failure: lens haptic.